Event description:
The customer stated a (B)(6) result occurred on the architect i2000sr. A known previous (B)(6) patient generated a (B)(6). A tppa test generated a (B)(6) result. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). Results : the investigation did not reveal any problems, the exact cause of the customer's observation remains unknown. In response to this issue an investigation was initiated to further examine the customer's observation. The investigation included a review of the complaint text and instrument logs, a search for similar complaints, a review of labeling and a review of the service history for architect i2000sr serial number (B)(4). A review of the architect i2000sr instrument logs indicated no instrument errors were generated at the time of the aspiration of the patient sample. The log review did not identify any potential cause of the customer's issue of the (B)(6) result. A review of the complaint trend reports for the period of (B)(6) 2009 to (B)(6) 2010 for the architect analyzers indicated there were no adverse trends associated with the customer's observation. A review of the service history for architect i2000sr, serial number (B)(4) for the period of (B)(6) 2010 found only one previous incident that was resolved by component replacement and troubleshooting with customer service. Product labeling was reviewed and found to adequately address probable causes and corrections for erratic results. Based upon the investigation, and the information available, it has been determined that architect i2000sr, list number 3m74-95, serial number (B)(4) is performing as intended. No product deficiency was identified. In addition to the investigation on the analyzer, an investigation was conducted on the architect syphilis tp reagent assay. Sensitivity tested was completed and all validity and acceptance criteria were met. Tracking and trending of the architect syphilis reagent did not reveal any adverse trends related to the customer issue. Based upon the investigation of the architect syphilis tp reagent, it was concluded that the assay is performing acceptably.